Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found that the reported phenomenon was caused by an electrical continuity failure in the video connector. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the olympus (B)(4), it was found that the endoscopic image of the subject device was not displayed on the monitor. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus china. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon (no image) could not be conclusively determined. However, based upon the information from olympus china, omsc concluded that this phenomenon occurred by the breakage of the electrical circuit board in the video connector. And, it was surmised that this electrical circuit board breakage might be electrically caused by accidental over current due to the following factors. - the video connector was plugged in and unplugged while the system power was being supplied. - the power operation was performed with dust or moisture adhering to the electrical contacts of the video connector. - static electricity was applied to the video connector. If additional information is received, this report will be supplemented.